Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and covered with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood / tissue.

Event description:
It was reported that during initial implant procedure, the left ventricular (lv) lead's helix did not extend. The doctor elected to use another lead to complete the case. The patient was stable.